Event description:
Hagedorn mn, bischoff ms, skrypnik d, peters as, böckler d, meisenbacher k. 2026. Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma. Vasa: 1-8. Doi:10.1024/0301-1526/a001279. The authors state that management of both complicated and uncomplicated stanford type b aortic dissections (adb) and intramural hematomas (imhb) remains a matter of debate. The authors conclude current guidelines consistently recommend endovascular repair for complicated cases and increasingly support intervention in uncomplicated dissections with clinical or morphological risk factors. However, there is no consensus regarding the optimal treatment strategy beyond the choice between endovascular and open repair. The aim of this study is to examine and find a favorable aortic remodeling (ar) and prevent chronic dilatation while maintaining an acceptable benefit-risk ratio. This retrospective, single center observational study includes all patients who underwent this spot-stent grafting for acute of aortic dissection stanford type b (adb) or intramural hematoma type b (imhb) between january 1997 and august 2024, they were started to be treated from march 1997 with unknown implant dates. A total of 846 patients were treated, however only a total of 30 patients (21 men; median age 62.9 years, range 29¿79) were analyzed for this study. All patients at this institute were treated by a gore® tag® thoracic endoprosthesis device of one generation; but it is not broken down which of the tag generation was used in these patients. Further, it was stated in that literature that 'with respect to device selection, grafts without proximal bare stents and with low radial force are recommended; at our institution gore® tag® devices were primarily used according to this strategy'. Adverse outcomes, stated under 'aortic reinterventions' (per table iii): 7 of the patients underwent aortic-related reinterventions at unknown dates. The patient #2 is recorded under this case ID. On (B)(6) 2013, the patient underwent endovascular thoracic aortic repair with the gore® tag® thoracic endoprosthesis device (sn: (B)(6). On (B)(6) 2013, this patient underwent a reintervention and proximal extension was performed. The patient is stated in the literature as dead (column "fu" in table iii). The reason for the death was an intracerebral hemorrhage (upper brain bleeding) and died on (B)(6) 2013.

Manufacturer narrative:
Hagedorn mn, bischoff ms, skrypnik d, peters as, böckler d, meisenbacher k. 2026. Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma. Vasa: 1-8. Doi:10.1024/0301-1526/a001279. A1: patient initials were used for the identifier; limited information was provided for the patient details. H6: currently, there is ongoing communication about the event. No preliminary results are available yet. The device remains implanted, therefore, the product evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Hagedorn, m.n., bischoff, m.s., skrypnik, d., peters, a.s., böckler, d. And meisenbacher, k. (2026). 'Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma', vasa, pp. 1-8.doi:10.1024/0301-1526/a001279the authors state that management of both complicated and uncomplicated stanford type b aortic dissections (adb) and intramural hematomas (imhb) remains a matter of debate. The authors conclude current guidelines consistently recommend endovascular repair for complicated cases and increasingly support intervention in uncomplicated dissections with clinical or morphological risk factors. However, there is no consensus regarding the optimal treatment strategy beyond the choice between endovascular and open repair. The aim of this study is to examine and find a favorable aortic remodeling (ar) and prevent chronic dilatation while maintaining an acceptable benefit-risk ratio.this retrospective, single center observational study includes all patients who underwent this spot-stent grafting for acute of aortic dissection stanford type b (adb) or intramural hematoma type b (imhb) between january 1997 and august 2024, they were started to be treated from march 1997 with unknown implant dates. A total of 846 patients were treated, however only a total of 30 patients (21 men; median age 62.9 years, range 29¿79) were analyzed for this study. All patients at this institute were treated by a gore® tag® thoracic endoprosthesis device of one generation; but it is not broken down which of the tag generation was used in these patients. Further, it was stated in that literature that 'with respect to device selection, grafts without proximal bare stents and with low radial force are recommended; at our institution gore® tag® devices were primarily used according to this strategy'. Adverse outcomes, stated under 'aortic reinterventions' (per table iii):- 7 of the patients underwent aortic-related reinterventions due to various reasons. The patient #2 is recorded under this case ID.on january 17, 2013, this patient underwent endovascular thoracic aortic repair with the gore® tag® thoracic endoprosthesis device (sn: 9348177). On february 8, 2013, this patient underwent a reintervention and proximal extension was performed. The patient is stated in the literature as dead (column "fu" in table iii). The reason for the death was an intracerebral hemorrhage (upper brain bleeding) and died on march 8, 2013. Also, the physician confirmed that this death is not attributable to any device-related malfunction.

Manufacturer narrative:
Hagedorn, m.n., bischoff, m.s., skrypnik, d., peters, a.s., böckler, d. And meisenbacher, k. (2026). 'Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma', vasa, pp. 1-8.doi:10.1024/0301-1526/a001279g3 / g4: updated.h6, - type of investigation: code b11 and b14 added. B13 code is no longer available/obsolete in imdrf code list, hence removed. Used code b15 for b13. - investigation findings: c19 added. Code c21 is no longer applicable. - investigation conclusions: d15 added. Code d16 is no longer applicable. - health effect - clinical code: the code e0523 was not able to be added due to system limitation, used code e050102 instead. Code e2403 is no longer applicable.- health effect- impact code: the code f24 is no longer applicable.investigation summary and conclusions: a review of the manufacturing records indicated the lot met all pre-release specifications.the device itself remains implanted, therefore no product evaluation could be established.neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation.the reported death from this literature was commented by the corresponding author that there is no relationship to the implanted device and not attributable to any device malfunctions.the cause of the reported extension event nor the persistent false lumen perfusion in the treated area could not be established.based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.